Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the cable was stripped. The event occurred before surgery. Another device was used to complete the surgery. There was no harm/injury to patient or operator. There was no surgical delay and no medical intervention. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4)three times as documented in the repair reports in livelink. The last repair was october 25, 2018 where it was reported that the dermatome does not stop and the bearings, spring seal, needle bearing, semi-circle bearings, vespel bearings, switch, control bar, and set screw were replaced. This is not a related issue. On may 3, 2019, it was reported that the cable is stripped. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Product review of the electric dermatome by flextronics on may 29, 2019 revealed that the calibration was out of specifications at the zero setting. The cable was pulled out of the device. The motor speed was within specifications and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by flextronics on june 4, 2019 which included replacement of the set screws, spring seal, and motor. The cable issue was solved with reassembly of the device. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. RMA number (B)(4). Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.